Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This is a duplicate report of 1818910-2017-15945. 1818910-2019-81423 is being retracted as it is a report duplication. 1818910-2017-15945 will be kept for investigational purposes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Investigation summary : this is a duplicate report of (B)(4). (B)(4) is being converted to a npi record as it is a report duplication. All new information pertaining to the event, all updates to investigations and/or regulatory reporting will be maintained in (B)(4). Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Pfs alleges burning in hip, rashes, vision problems and limited range of motion. After review of medical records, patient was revised to address pain and elevated metal ions. Revision notes reported of pseudotumor, synovitis, fibrinous material with metal stained, metallosis and inflammatory reaction.